Manufacturer narrative:
Per good faith effort (gfe) response, the customer's equipment department "repaired the power supply board" to resolve the reported issue. The customer's equipment department repaired the power supply board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Reporter phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a power failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer contacted their equipment department for maintenance. Investigation is ongoing